Event description:
New information states that the patient was stable. No other information was known.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was replaced due to fracture. No additional information was available.